Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger movement of a bd plastipak¿ 10ml hypodermic syringe luer lok¿ was difficult. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample or picture has been received for investigation. One retained sample of 10ll lot 1801007 has been evaluated. Upon visual inspection of this retained sample, no damage or molding defect can be observed in it that could be related to the alleged defect. DHR of lot 1801007 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures. On checking the results for this lot, they are within specification limits according to procedure. Break out force, sustaining force and silicone content tests are done with the retained sample and results meet specification limits previously mentioned. Final products in this manufacturing line, for this reference and lot sizes are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection molding: 2 injections per shift printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: no sample or picture has been received for investigation. Since no issues were identified during manufacturing process and manufacturing record established that all production and quality processes were carried out normally and sample evaluated meets specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.